Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product involved with this complaint to perform failure analysis. In the logs, the 32056 error was found indicating fault on the universal surgical manipulator (usm) axes controller, arm (aca) failed to initialize, confirming the fault occurred in the field. The usm was installed onto a test platform where agc current test was found to be failing on the pitch searchlight and pitch searchlight flat flex cable (ffc). The pitch searchlight and pitch searchlight ffc were aba tested and was verified to be the source of the fault. The complaint was confirmed based on the field evaluation and failure analysis. The probable root cause is attributed to a component failure of the pitch searchlight and pitch searchlight ffc.

Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
An investigation is in progress to determine the cause of this reported event. Field service engineer replaced the universal surgical manipulator (usm) to resolve the issue. An RMA was issued to evaluate the intuitive surgical, inc. (Isi) device. Additional information is being gathered to determine the contribution of the device to the customer reported issue. The investigation to determine the cause of this reported event is currently in progress. As such,

Event description:
It was reported that prior to starting a da vinci-assisted surgical procedure, when turning on the system, the system displayed error 32056. The system was turned off, but the error was still present. The patient was not in the room, and the medical team decided to cancel the procedure because they did not want to disable arm 4 to perform the procedure with 3 arms. The patient was not injured, and the system is down awaiting repair. The procedure was aborted prior to patient involvement.